Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip due to loose acetabular component.

Manufacturer narrative:
An event regarding acetabular loosening involving an unknown stryker device was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon revised patient's right hip due to loose acetabular component.